Event description:
It was reported by the customer's wife that the customer had a keypad anomaly on the insulin pump. Customer was having problems with the up button. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons function properly, however moisture damage was found on keypad traces. The insulin pump was received with minor scratched display window, broken reservoir tube lip, cracked battery tube threads and missing end cap sticker.